Event description:
Follow up revealed that the patient underwent surgical intervention on 14 december 2017 to have their ipg replaced with a different model. Issue has been resolved.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has been without therapy for approximately 6 months due to their ipg allegedly being dead. As a result, surgical intervention may be pending.

Event description:
Follow up revealed that the patient's ipg became inoperable due to the patient not charging. Surgery may be pending.